Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending coronary artery that was tortuous and calcified. The xience alpine 2.5 x 15 mm stent delivery system was unable to cross the lesion. After several more attempts with force applied, the device still failed to cross. The stent delivery system was removed as a whole unit. During advancement and removal, there was resistance felt due to patient anatomy. The procedure was successfully completed using another stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.